Event description:
For a while now, when you use the dexcom g6 continuous glucose monitoring system with apple iphone in combination with an apple watch: the phone no longer sounds an alarm. Most notably in "sleep" focus, even if the dexcom app is exempt from the profile. The alarm of the application is designed to sound very loud and obnoxious, because it should wake you up/alert you when your bloodglucose levels reach life-threatening low or high levels. With an apple watch on your wrist, the alarm is redirected to the watch depending on the configuration. But the apple watch is not capable of doing anything other than giving a soft "tap" on the wrist and sound a single "beep"; even for emergency/time critical alerts. I have made both apple and dexcom aware of these problems on multiple occasions. To apple specifically, on top of filing reports whilst using the stable public release version of ios, I also left them feedback on the new version of their ios operating system. I never got a response from apple; I suspect they feel its more a problem for dexcom. Dexcom also has not addressed the issue yet nor has it sent a warning to its customers. I find the approach of both companies to lack any sense of urgency. Whilst dexcom does warn that their application is not fit for apple's latest operating system version, ios 18, they haven't told users on ios 17 or lower (which are officially supported) that this problem may occur when using an iphone and an apple watch simultaneously. This can lead to extremely dangerous situations, especially for those patients who suffer from hypo-unawareness and thus may literally fall over or not wake up anymore if their alarm system is not functioning appropriately. But its dangerous in general, these devices have a purpose, it should serve it.